Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient's right subclavian artery and advanced to the aortic annulus. The valve was then implanted in that it was positioned 3 millimeters (mm) from the non-coronary cusp (ncc) and 6 mm from the left coronary cusp (lcc). Hemodynamics were then obtained as well as an angiography, which indicated that a post-implant bav was required. While attempting to cross a pigtail catheter, the pigtail wrapped around the outflow of the valve, causing it to embolize to the ascending aorta. Subsequently, a new valve was prepared and loaded into a new dcs. A second valve was then implanted valve-in-valve. Per the physician, pigtail catheter interaction with the valve caused it to dislodge.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329 ; product serial/lot number: (unknown) ; product type: (0195 - heart valves) ; implant date: n ot-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.